Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard winged needle did not retract. The following information was provided by the initial reporter: complaint on a 24g insyte-n autoguard set it was reported by customer that 20 gage IV placed tip felt blunt and no blood returned, pressed button to retract and needle was stuck retraction not working.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complaint that the needle did not retract could not be confirmed from the representative 20g insyte autoguard device that was received in sealed packaging from lot #4305283. A functional test of the returned sample revealed that the needle fully retracted and the retraction time did not exceed the specification limit. However, a trend was identified for the reported failure and corrective actions have been implemented to investigate this type of incident and identify the root cause. Although the representative sample and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.